Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a damaged insertion tube. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was attached to the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the connecting tube had a dent and a scratch, the connecting tube had coating peeling and a wrinkle, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a white-clouded area, the adhesives around the objective lens had white-clouded area, the adhesives around the light guide lens had white-clouded area, the paint on the suction cylinder was peeled, switch 4 had wear, the protector of the universal cord on the scope connector side had a scratch, and the scope connector was deformed and had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.